Event description:
It was reported via literature that patients treated using filterwire (fw) experienced several adverse events with a potential relationship to the fw. This study reviewed 114 patients treated for carotid artery stenosis via carotid artery stenting (cas) procedures. The procedures took place between february 2016 and january 2018. Patients were randomly assigned to 4 groups; group 1 received fw and a non-boston scientific (bsc) stent, group 2 received fw and carotid wallstent (cws), group 3 received a non-bsc embolic protection device and a non-bsc stent, and group 4 received a non-bsc embolic protection device and a cws. In one case, the patient was treated using fw and carotid wallstent. The patient experienced a wire-induced external carotid artery (ca) collateral perforation. The ca perforation was repaired by prolonged balloon inflation and heparin reversal. In another case, the patient was treated using fw and a non-boston scientific (bsc) stent. 25 days following the index procedure, the patient experienced a vessel retinal embolism. The retinal embolism resolved with minor local sequelae. In another case, the patient was treated using fw and a non-boston scientific (bsc) stent. During the procedure, the patient experienced a femoral artery (fa) perforation. The cause of the fa perforation was not reported. The fa perforation was fixed by covered stent positioning and prolonged compression.

Manufacturer narrative:
B3 - event date: the event date was estimated to the first known cas procedure reviewed in the study. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Montorsi, p., caputi, l., galli, s., ravagnani, p. M., teruzzi, g., annoni, a., et al. (2020). Carotid wallstent versus roadsaver stent and distal versus proximal protection on cerebral microembolization during carotid artery stenting. Jacc: cardiovascular interventions, 13(4), 403-414.